Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the lead passed testing, the lead tip and helix appeared intact. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold. The ra lead was explanted. No additional adverse patient effects were reported.